Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0f0du, implanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va0f0du, implanted: (B)(6) 2014, product type: lead. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the impedance measurements were taken intra-operatively with the system fully connected and all impedances were fine at the time of the implantable neurostimulator (ins) placement surgery. It was noted there was an impedance reading of >40,000 ohms. It was stated when the patient had their initial programming session, they had great benefit on both sides. It was noted their doctor checked the impedances and noticed that electrode 10 was >40,000 with all pairs. It was noted they did not think the patient had any ¿honeymoon effect¿ with the lead placement. It was stated electrode 10 was the best contact to use for the patient¿s therapy since other electrodes caused side effects when the voltage got into the therapeutic range. It was stated it was possible the patient had contralateral benefit. It was noted there were no falls between the lead placement and the ins implant surgery. It was stated an exploratory surgery would be performed on (B)(6) 2014. Additional information received reported the manufacturer representative was in the operating room and read >40,000 ohms for impedance. It was stated electrode 10 showed an open circuit. It was stated the physician switched the leads to the other port. It was noted after the swap of the ports, they continued to see an open circuit on electrodes 10 and 2. Additional information received reported in the operating room the lead was directly tested with screen cables and the impedances were normal. It was stated both extensions and the ins were replaced. It was noted the extensions would be sent for analysis. Additional information received reported the patient had a revision surgery on the morning of report. It was noted the system worked appropriately with all impedance levels within normal range. It was stated the patient received effective therapy.

Event description:
It was further reported the patient did not receive adequate therapy and the physician suspected a problem with the extension. It was noted there was no normal battery depletion. It was stated there was no patient death, no patient injury, and they recovered without sequelae.

Manufacturer narrative:
Analysis of the first extension (s/n (B)(4)) found the body conductor was broken within 10cm of the connector area. Analysis of the second extension (s/n (B)(4)) found no anomaly. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0f0du, implanted: (B)(6) 2014, product type: lead. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information received reported the ins was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.